Manufacturer narrative:
Analysis of the customer-supplied data files indicated problems with inadequate vortexing of the qpcr plate, resulting in optical mixing. Customer indicated that they are vortexing the plates for 1-2 minutes, which is a deviation from our IFU; vortexing should be limited to 30 seconds. IFU man0019181 contains the warning: "important! Vortex for 10-30 seconds to ensure proper mixing. Failure to do so might result in false classification of samples". In addition, customer is chilling the plate prior to vortexing, which is also a deviation from our IFU and may prevent the pcr reagents from mixing adequately. Customer was advised to follow instructions per the assay's instructions for use concerning proper vortexing of the qpcr plate to help prevent recurrence of the issue.

Event description:
Customer's improper vortexing of the qpcr titer plate caused one false positive result. Customer contacted thermo fisher on (B)(6) 2021 and reported that while they were running the taqpath covid-19 assay, they saw "tiny blips" of amplification in the multicomponent plots of the 7500dx pcr instrument. They did not report any false results. After investigation, during review of the customer-provided instrument data log files, thermo fisher scientific identified one (1) false positive patient sample result in one (1) data file, that was not previously identified by the customer. Thermo fisher then informed the customer of our investigational findings. No deaths or serious injuries were reported.